Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for sharp chest pain since the implant procedure since (B)(6) 2015. Upon interrogation, the right ventricular lead exhibited normal electrical parameters. The clinician does not believe the pain was caused by lead malfunction issues. The lead was explanted. The patient was fine post operation.